Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 85 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify alarm and prime/fill anomaly due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained lcd resilient cover and stained end cap sticker.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm and prime/fill anomaly due to motor error alarm. The motor passed motor test. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained lcd resilient cover and stained end cap sticker.